Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia due to constant loss of blood.") In a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma. She denies fevers and chills, abdominal, cramping. Previously administered products included for an unreported indication: implanon, pirbuterol, ortho tri-cyclen and nuva ring. Concurrent conditions included obesity, anemia, rhinitis, vitamin d deficiency, bladder infection, dysuria, urine abnormality, abdominal pain, yeast infection, vaginitis, vulvovaginitis and uterine bleeding. Concomitant products included ergocalciferol (vitamin d2). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions type: hives on her legs"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), incontinence ("incontinence"), bladder disorder ("bladder issues") and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with tranexamic acid (lysteda), antibiotics and surgery (B)(6) 2016; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, depression, anxiety, alopecia, incontinence, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, vaginal discharge, fatigue, back pain and hemorrhagic anemia outcome was unknown and the urticaria and bladder disorder had resolved. The reporter considered alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic anaemia, incontinence, menorrhagia, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Insertion date- (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2016: adenomyosis. On (B)(6) 2016 pathology test was performed having result uterus, cervix, hysterectomy:- acute and chronic inflammation. Uterus, endometrium, hysterectomy:- proliferative pattern. Uterus, myometrium, hysterectomy:- adenomyosis. Changes status post cesarean section. Uterus, serosa, hysterectomy:- serosal adhesions. Fallopian tubes, right and left, bilateral salpingo-oophorectomy:- status post essure placement. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record uti, vaginal discharge, menorrhagia, pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events: abnormal bleeding (vaginal, menorrhagia), uti, hives on her legs, dysmenorrhea (cramping), vaginal discharge, fatigue, lower back pain , bladder issues, and anemia due to constant loss of blood were added. Patient, reporter and product information are added. Concomitant and historical conditions were added. Concomitant, treatment and historical drug are added. Outcome of events " bladder issues and hives" are recovered/ resolved. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), incontinence ("incontinence") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, alopecia, incontinence and weight increased outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, incontinence, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.